Manufacturer narrative:
(B)(4). Weight and ethnicity: unknown not provided. A review of the records related to this equipment that included labeling, manual, and risk documentation reviews for this equipment was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2021 and presented on (B)(6) 2021 with macrostriae in the left eye (os), post treatment. A flap lift and reposition was performed on os. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. Patient reported symptoms are not interfering with daily activities. A bandage contact lens (bcl) was also placed os. Bcva from (B)(6) 2021. Right eye pre-op 20/20 -1.25 x -.75 x 171. Left eye pre-op 20/20 -1.25 x .00 x 90.